Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, it was found that drainage valve was defective and the part required replacement. No parts have been returned for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).